Manufacturer narrative:
Gfe (good faith efforts) attempts have been performed to obtain additional information. No response has been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a broken caster. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.